Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented for an elective procedure. The lesion was located in a calcified and tortuous right coronary artery. A promus element stent of unknown size was advanced to the lesion. When the device was removed from the patient, stent damage occurred. The procedure was completed with two 3.0x16mm promus element stents. It was noted that the procedure was long and difficult due to the tortuousity and calcification of the vessel. An additional lesion in the left circumflex artery was successfully stented with a 2.75x28mm promus element stent. No patient complications were reported. The patient has been discharged from the hospital. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - the device was not returned so a detailed analysis could not be performed; however, a photograph of a section of a promus element device was provided. The photograph shows that the stent moved on the balloon and that approximately half of the stent section is severely damaged. This stent section is bunched up with the struts severely misaligned. The remaining section of the stent appears to be intact with no damage present. The balloon section that is exposed due to the stent movement appears to have a stent impression indicating that the stent was crimped per process in the correct location during manufacturing. Solidified blood was present on the surface on the balloon. Touching the edge of the undamaged edge of the stent is a dark shaft. The edge of the shaft is metallic in appearance for approximately 2mm and the remainder is covered with a matt sheath. This may be the shaft of the promus element sds and it may be partially attached to the distal section of the device, however this cannot be confirmed. No further evaluation of the photograph is possible. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented for an elective procedure. The lesion was located in a calcified and tortuous right coronary artery. A promus element stent of unknown size was advanced to the lesion. When the device was removed from the patient, stent damage occurred. The procedure was completed with two 3.0x16mm promus element stents. It was noted that the procedure was long and difficult due to the tortuousity and calcification of the vessel. An additional lesion in the left circumflex artery was successfully stented with a 2.75x28mm promus element stent. No patient complications were reported. The patient has been discharged from the hospital. This product is only ous approved, but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)